Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Field service was performed. Arrived to customer site and ran coolant through unit, no leaking with cool advantage applicator. Could not confirm leak. Inspected adapter o-rings, and all was intact. Inspected all other applicators and found a few applicators with dry or cracked o-rings. Replaced 22 o-rings on applicators and replaced adapter o-rings. Tested unit again and still no leak. Cause appears to be from worn out o-rings. Successfully ran quick check cycle. Data modem test did not pass due to sim card error on 3g door. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.